Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged during the implant procedure. The physician re-positioned the lead and the lead dislodged again. The physician opted to place a lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.